Manufacturer narrative:
Although it is unknown which of the devices led to the event, we are filing this report for notification purposes. Following devices were involved: part# 7570955; lot# h5342031 (qty 1); part# 7570955; lot# h5341164 (qty 3). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the set screws loosened and dislocated due to which a revision surgery was performed. No further details have been provided.

Manufacturer narrative:
Product analysis: four bone screws returned, and four set screws were returned. There is a major amount of wear on the saddles of the bone screws where it appears that the rod was moving back and forth. There are two noticeable wear lines from where it appears the set screws were retorqued but loosened again. The set screws all have witness marks on the outer edge of the screw face that is consistent with the edge of the screw contacting the rod during torquing of the screw. The node on the face of the set screw is deformed in an atypical manner than bench samples that have been fully torqued correctly. Both observations are consistent with the rod not being seated fully in the bone screw saddle and the set screw being used to reduce the rod. It is noted that there is wear on the face of the set screw also from the rod moving back and forth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the l5 and s1 screws on both sides loosened on (B)(6) 2017. On (B)(6) 2017: wound infection and loosening of the set screw l5 and s1 left and s1 right side. On (B)(6) 2017: wound infection and loosening of the set screw l5 and s1 on both sides. On (B)(6) 2017: loosening of the set screw l5 and s1 on both sides, removal of the screws l5 and s1 and re-instrumantatin l5 and s1. The first loosening of a set screw at all recognized in a CT scan on (B)(6) 2016: screw l5 left consequently the bi-segmental instrumentation (l3-l5) was enlarged to l2-s1 on (B)(6) 2017. Then the postoperative CT scan showed a chance fracture of l 1 above the instrumentation whereupon the instrumentation was again enlarged up to t11 ((B)(6) 2017). In the further course the patient was discharged and was followed up in our outpatient clinic at the (B)(6) 2017. The l5 screws were implanted on (B)(6) 2016. The s1 screws were implanted on (B)(6) 2017. The screws were removed on (B)(6) 2017.

Manufacturer narrative:
Additional info: x-ray review: single post-op x-ray demonstrates hardware failure at lumbo-sacral junction long segment instrumentation performed. Multiple surgeries listed in report complicated by infection. Deformity correction has not been achieved in the coronal plane. Root cause: patient specific factors.